Manufacturer narrative:
The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of solution though an unspecified number of one-link microbore catheter extension set. These events were observed while attempting to flush the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.